Event description:
It was reported that the day after a pulsed field ablation, the patient experienced numbness in their left hand. An magnetic resonance imaging (MRI) was performed and a "shadow" was discovered. The patient was diagnosed with a stroke. Anticoagulants were administered. The patient partially recovered the following day with no sensation of numbness, but still reported a "strange feeling." No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID psg100 (serial: unknown); product type: 3294-generator; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h11 product ID: non-medtronic product type: rf needle product ID: non-medtronic product type: ice catheter product ID: non-medtronic product type: ep catheter product ID: non-medtronic product type: sheath product ID: non-medtronic product type: guidewire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.